Manufacturer narrative:
Added evaluation summary - the contralateral leg component was returned to gore for evaluation. The returned product showed the delivery catheter had separated at the trailing end of the polyimide guidewire lumen. The deployment knob remained unscrewed. The evaluation notes the detachment was due to a tensile failure of the polyimide guidewire lumen, while the trailing olive junction remained intact. The retracted stent graft and the detached polyimide guidewire lumen remained inside the introducer sheath. Based on the available information and evaluation of the returned portion of the product, no root cause could be determined at this time. However, use outside of the instructions for use was noted during evaluation and may have contributed to this event. Corrected result code 2. Corrected conclusion code.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was reportedly implanted with no issue. It was reported a 12 fr gore® dryseal sheath was not advanced into the contralateral gate (cause unknown) when a contralateral leg component was advanced for extension on the trunk. The sheath reportedly did not meet with resistance during advancement. It was reported that during advancement of the (B)(4) outside of the sheath into the trunk, the device caught on the trunk and could not be advanced. A decision was reportedly made to withdraw the (B)(4) into the sheath. It was reported that during withdrawal, there was no resistance noted; however, when the delivery catheter was removed from the patient, the delivery catheter had broken near the trailing olive. It was reportedly determined the undeployed endoprosthesis, polyimide wire, and leading olive had broken off from the remainder of the catheter and was trapped within the sheath. It was reported the sheath and the contained delivery catheter remainder were removed entirely from the patient with no issue. A new sheath was advanced, and another contralateral leg component was successfully deployed in the patient. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include aspirin, prazosin, pravastatin, hydrochlorothiazide, and clopidogrel. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.